Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2024-01921. It was reported that the patient was experiencing tingling sensation after turning therapy on following an MRI. Reportedly, the patient had tingling sensation despite therapy being off. As a result, surgical intervention was undertaken on 05 march 2024 where the patient's scs system was explanted to address the issue. The investigation did not determine which lead caused the tingling issue.

Manufacturer narrative:
The complaint of tingling sensations with ipg off was not confirmed. As received, the ipg had a terminal end electrode broken off inside the upper header port and was pulled out from the header during analysis. The ipg was functionally tested on the auto tester and passed all tests the broken electrode was consistent with the lead being pulled out while the setscrew was still engaged. This likely occurred during explantation.